Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no system related anomalies observed and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. The surgeon stated standard continuous curvilinear capsulorhexis (ccc) surgical technique was used to remove the capsulotomy disc and phacoemulsification was used to extract the cataract. The catalyst system performed as designed; however the cause (s) of the anterior capsule tear is unk.

Event description:
It was reported that a pt who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalyst system (system) subsequently experienced an anterior capsule tear in the operating room (o.r.) During the surgical procedure to remove the cataract. The surgeon did observe a tag during removal of the capsulotomy. No additional complication and/or medical intervention were reported.